Event description:
It was reported that after a whipple procedure, there was bleeding on the third post op day. As a result a reoperation was performed. A pancreatectomy was done. It is unknown the source of the bleeding and how the bleeding was corrected. No further information is available at this time. One device was discarded.

Event description:
The procedure was pylorus-preserving whipple. There were bleeding near the anastomosis. The bleeding was detected due to decrease of red cells. A blue reload was used in the procedure. The instrument functioned normally during surgery. The patient is fine. The hospital is unwilling to provide any further information.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Manufacturer narrative:
(B)(4).